Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital having tests done. While she was in the hospital, the insulin pump was removed from the customer and she was treated for low blood glucose levels. After being treated, the hospital staff could not locate the insulin pump. Nothing further was reported.